Event description:
An unusal outcome on a patient following conventional prk on the right eye. Patient was a -4.25 pre-op and -6.75 at 6 weeks post-op. Patient was more myopic following the prk procedure.

Event description:
Additional information has been provided by the surgeon. During a site visit by qa management to discuss the results of the investigation, the surgeon indicated this patient was inadvertently treated with another patient's surgical parameters. The laser technician chose the incorrect treatyment plan for this patient which resulted in the increase of myopia.